Manufacturer narrative:
(B)(4). Batch # n55181. The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer not fully cut and with the knife recessed below the reload deck. The knife was manually advanced and it was noted to be damage. This condition is consistent with the device being partially activated an/or obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It is reported that during an unknown procedure the device misfired. No further information is known at this time. There is no report of adverse impact to the patient.